Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive and there were "issues" with the insulin gauge. Customer declined follow up and no additional information was able to be obtained. There was no reported adverse impact to the customer's blood glucose level.